Manufacturer narrative:
The investigation is ongoing. We will provide results within a separate follow-up-report. The report was already submitted on 29 june 2018. However, it contained a typing error in the MDR-no. (Correct: 9611500-2018-00219, wrong: 9611500-2018-000219).

Event description:
It was reported the fabius was no ventilating the patient. There was no injury reported.